Manufacturer narrative:
During inspection and testing, service found the inner wall of the instrument channel was scratched. The customer provided their cleaning, disinfecting, and sterilization processes, stating the scope was last cleaned, disinfected, and sterilized on (B)(6) 2022. An automatic cleaning device is used for cleaning and disinfection. Alcohol is perfused after disinfection. The scopes are manually cleaned using enzyme solution detergent, and o-benzene disinfectant. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the bacteria in the instrument channel of the subject device exceeded the standard. The reported issue was observed while reprocessing the subject device. There was no patient or user injury reported due to the event. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that foreign material was adhered to the inner wall of the instrument channel. The customer¿s microbiological testing results were requested but were not provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.